Event description:
Additional information received that the ophthalmic product used was silicone irrigation/aspiration tip.

Manufacturer narrative:
Additional information is provided in sections b.5, d.1, d.2, d.4, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of sharp burrs at the end of the inner metallic tubes of reusable silicone irrigation and aspiration(ia) tips; however, the attached customer photos confirm the reported issue of burrs. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The complaint photos confirm the reported presence of burrs at the distal end of the silicone ia tip, as observed using scanning electron microscopy (sem) at magnifications significantly higher than the inspection level defined in the manufacturing specification and release acceptance criteria. However, because a silicone ia tip sample was not received at the manufacturing site and no lot information was provided, the root cause cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All silicone I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The ophthalmic cannula was used for the study.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: hart jc jr, tanner m, rooney dm. Electron microscopy of silicone irrigation/aspiration tips involved in posterior capsule rupture. J cataract refract surg. 2018;44(12):1517¿1520. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted on two cases of posterior capsule rupture caused by reusable silicone irrigation/aspiration (I/a) tips. Scanning electron microscopy and reflected light microscopy of these tips revealed burring of the inner metallic shafts and tears in the silicone sleeves. A review of surgical video revealed that posterior capsule ruptures caused by the I/a tips occurred when the posterior capsule was aspirated either through the aspiration port or through a tear in the silicone sleeve. Contact of the posterior capsule with the sharp metallic burrs on the inner metal tube can result in posterior capsule rupture. This complaint is pertaining the one of two reports received from the initial reporter.